Event description:
A report was received that the patient was able to feel her click anchor. Revision was done wherein the click anchor was moved deeper. The patient was reportedly doing well following the procedure.